Manufacturer narrative:
Initial reporter international zip code: (B)(6).

Event description:
It was reported anchor broke while inserting on humeral head. Broken anchor was removed from the patient. No procedure delay or patient injuries were reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Manufacturer narrative:
Device was returned for evaluation. The device was used during a procedure while inserting into the humeral head. The handle and spring action are functional. The shaft is in relatively good condition and does not show major damage, although the forks have been bent. This indicates force was applied and loss of axial alignment. A two-finger ao technique should be used to insert the anchor. Per the IFU: breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. The associated IFU recommends: a 4.5 mm spade tip drill for a pilot hole and also a 5.5/6.5 threaded dilator for prep. No root cause related to the manufacturing of this device can be established.